Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. A healthcare professional reported with a description that the handpieces was damaged, plunger was bent. Additional information has been received stating that there was no patient impact. Customer technical inquiries: none received - no technical inquiries were received from the customer. Reported product evaluation: results - two opened company IV handpiece injectors were returned for evaluation for the report of bent plungers. A visual inspection of the iol handpiece injectors was performed and was found to be nonconforming for both samples with the plunger observed to be bent. A dimensional inspection for plunger position height was performed and was found nonconforming for both samples due to the bent condition of the plunger. A functional thread to barrel engagement check was performed and both samples were found to be conforming. Device/batch record review: a review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Conformance achieved: the investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Inconclusive: the complaint evaluation does confirm the injector plunger for both samples is bent. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injectors were manufactured in september 2022. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No adverse trends observed: complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported with a description that the handpieces was damaged, plunger was bent. Additional information has been received stating that there was no patient impact.

Manufacturer narrative:
No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation for the report of a bent plunger; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.